Event description:
In 2004, the pt was implanted with a gore excluder bifurcated endoprosthesis to treat an abdominal aortic aneurysm. In 2008, a reintervention took place to reline the original device with a gore excluder aaa endoprosthesis and a cook renu device as the aneurysm was growing due to endotension. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. A review of the mfg records for the device verified that the lot met all pre-release specs. Endotension. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.